Event description:
The patient ¿had a major infection at the implant site because they waited to change the catheter¿. The device system was initially delivering fentanyl; at the time of this report, the device system was delivering methadone and ¿something else¿ for his neuropathy. The patient symptoms, interventions, and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).